Event description:
It was reported to philips that the device does not pass its battery test.

Manufacturer narrative:
This report was discovered to be a duplicate of pr 1994799 submitted as MDR number 3030677-2022-02005. Device investigation is completed; please see updated codes in this report.